Event description:
The customer reported corrosion on an olympus camera head, identified during maintenance. No patients were involved.

Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.